Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing and a relatively high ventricle sense rate. Also, device was reprogrammed to performed commanded anti-tachycardia pacing (atp) (burst pacing) to terminate atrial tachycardia (at) and af. Technical services (ts) discussed treatment for at/af and conducted high rate. This product remains in-service. No adverse patient effects were reported.